Manufacturer narrative:
The information submitted reflects all relevant data received. Date of event is 2005. Brand name is sprint fidelis., and explant date is 2005. Evaluation summary: no anomalies found; full lead returned.

Event description:
It was reported that the lead was explanted due to high impedance at follow-up (>2200 ohms) and thresholds 6v @ .4ms. No patient complications have been reported as a result of this event.